Event description:
Plugged in a ligasure extract dissector and did not activate during use. Ligasure device showed "invalid instrument" on the screen. Clinical staff opened another handpiece to continue with the procedure.